Manufacturer narrative:
Following the rf procedure, the patient visited the ER for post treatment care and was evaluated by a specialist. The specialist concluded that there was no retinal damage found or any vision loss, rather the patient just had blurred vision. There was no medication prescribed by the specialist and indicated the patient's condition should improve within a timeframe of 2 weeks - 6 months. Patient does not have a pre-existing history of eye related issues. There is no permanent injury anticipated from this incident as the specialist had not seen any signs of retinal eye damage and expected a recovery for the patient. It was deemed inconclusive as to how the patient experienced this impact.

Event description:
Patient had blurred vision following an rf treatment procedure on the face.